Event description:
A high readings issue was reported with the adc device. A customer reported receiving a higher sensor scan when compared to an adc meter. Based on the sensor scan, the customer self-treated with an unspecified dose of insulin and subsequently became hypoglycemic and experienced a loss of consciousness. The customer was administered glucose injection by the pharmacist as treatment and no further information was provided. There was no report of death or permanent injury associated with this event. Sensor scans of 330 mg/dl and 340 mg/dl were compared to an hcp meter results of 135 mg/dl and 140 mg/dl and when plotted on a parkes error grid, readings fell into the "c" zone showing the difference in values to be clinically significant. Sensor scans of 360 mg/dl and 360 mg/dl were compared to an hcp meter results of 72 mg/dl and 78 mg/dl and when plotted on a parkes error grid, readings fell into the "d" zone showing the difference in values to be clinically significant.

Manufacturer narrative:
At this time product has not yet been returned. An extended investigation has been performed for the reported complaint and there was no indication that the product did not meet specification. Dhrs for the fs libre sensor and fs libre sensor kit were reviewed and the dhrs showed the fs libre sensor and sensor kit passed all tests prior to release. If the product is returned, a physical investigation will be performed and a follow-up report submitted. All pertinent information available to abbott diabetes care has been submitted.